Event description:
It was reported that the head end of the bed was lowering unintentionally. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
Result - siderail support and support rod.